Manufacturer narrative:
This report is submitted on 5 june 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site; subsequently the patient was placed under general anesthetic in order to remove abutment. The patient was treated with IV and oral antibiotics.